Event description:
It was reported that during a da vinci-assisted liver cystectomy surgical procedure, a non-recoverable error 297 occurred after powering on, and all patient side manipulators (psm) displayed a red led. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse had customer check the blue fiber cables (bfc), which were secured. The surgeon side console (ssc) was not connected to simnow simulator. Tse had customer swap bfc connectors on the vision side cart (vsc), but the issue persisted. A power cycle attempt did not resolve the problem. The surgeon elected to convert the procedure to laparoscopic surgery. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with tse and obtained the following additional information: the conversion did not result in increasing port size incision or adding additional ports. There was no patient injury due to the conversion.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the illuminator. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the illuminator.

Manufacturer narrative:
The illuminator was returned for failure analysis, and the reported complaint was replicated and confirmed. In system logs, error 297 was found to indicate that the fault had occurred in the field. Upon visual inspection, all eight screws were missing on the cover. Inside of the lamp module housing has a burnt mark. One of the fans is contaminated with lots of dust. The unit was installed on the printed circuit assembly (pca) si test system. It powered on in maintenance mode and programmed for hd illuminator. The led on front of the unit did not light up. Fa rebooted si test system to program the core, and a programming error occurred not allowing unit to be programmed. Fa checked error logs and found 297 error. The probable root cause based on findings from failure analysis may be attributed to an electrical component issue in the illuminator.

Event description:
Refer to h11 for follow-up information.